Event description:
Manufacturer representative reports patient has drainage from back incision site that the catheter is exposed and looks dislodged. The patient is having a return of symptoms. The medication used is dilaudid, concentration not provided. Additional information has been requested, but was not available on the date of this report.